Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. As reported, during an abdominal aortic aneurysm case, the patient was implanted with a main frame non-cordis stent in the internal and external iliac artery. After the implantion of the non-cordis stent in the internal iliac, it was found that it was not completely apposed to the vessel wall. A smart (10x80 120) self-expanding stent was inserted for support. The stent delivery system failed to pass through the non-cordis stent. The smart stent delivery system was withdrawn and it was found the distal-end of the sheath was missing. The physician cannot rule out the distal-end of the sheath fell off in the patient¿s iliac artery. There was no reported patient injury. Per additional information received, there was unusual force while advancing the stent delivery system to through the stenosis lesion. There was no excessive torque used during advancement or delivery of the device. The device failed to go through the vessel. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. The device was prepped according to instructions for use (IFU). There were no anomalies noted during or after the device was prepped. There were no kinks or other damages noted prior to inserting the product into the patient. There was no patient injury. The device will not be returned for evaluation due to the patient is diagnosed with syphilis. The product was not returned for analysis. A device history review (DHR) of lot 17636481 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. An internal investigation was generated for lot 17636481 due to missing information on label. The final disposition for packaged finished goods (fg) under this qnc was ¿use as is¿; it was determinate that the final product performance is no impacted or affected for the end user, there is no injury to the patient. Lots impacted were released to normal flow process. One angiographic image was received. Iliac (internal and external) and aortic stents noted. Three guidewires are noted. It appears that one guidewire is coiled at the distal tip. The failures ¿stent delivery system (sds )/ tracking difficulty - through another stent" and ¿catheter tip-separated - in patient¿ reported by the customer was not confirmed as the device was not returned for analysis. Although the exact cause could not be determined, vessel characteristics, although unknown for this event, of calcification may have contributed to the reported event. It is also possible that the operator's interaction with the sds may have contributed to the reported event if the deployment steps as listed in the IFU were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. With the information available it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The exact cause of the reported event could not be confirmed. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported malfunction; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (17636481) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during an abdominal aortic aneurysm case, the patient was implanted with a main frame non-cordis stent in the internal iliac and the external iliac artery, after implanted the non-cordis stent in the internal iliac, it was found that the non-cordis stent was not completely release; therefore, the surgeon planned to implant a smart (10x80 120) self-expanding stent for support, but the stent delivery system failed to pass through, so the smart stent was withdrawn and it was found the distal-end of the sheath was missing. The physician cannot rule out the distal-end of the sheath fell off in the patient¿s iliac artery. There was no reported patient injury. Additional information received indicates that ¿there was unusual force while advancing the stent delivery system to through the stenosis lesion. The device failed to advance through the vessel. The distal of the sheath was missing¿. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. The device was prepped according to instructions for use (IFU). There were no anomalies noted during or after the device was prepped. There were no kinks or other damages noted prior to inserting the product into the patient. There was no excessive torque used during advancement or delivery of the device. There was no patient injury. The device will not be returned for evaluation due to the patient is diagnosed with (B)(6).